Manufacturer narrative:
The device was returned to the MFR for eval. It was found that the device was out of calibration only on the zero graft settings. It is unlikely that the out-of-calibration condition would have created an issue as skin cannot be resected on the zero graft thickness setting. Additionally, the motor ran within the specification limits, however, it was found that the motor was corroded. As part of preventative maintenance, the following parts were replaced; control bar, bearings, motor, reciprocating arm, and seal and retaining ring. The device was repaired according to procedure and returned to the customer. A review of service records indicate that the device has only been in for repair six times since purchased in 2001. With the last time in being (B)(6)2008.

Event description:
It was reported that the air dermatome is producing a graft that is too thick. There was no report of injury or adverse pt consequences associated with this incident.